Event description:
When deployed the ribbon and lift it up, it broke.

Manufacturer narrative:
After a recent FDA inspection, microaire modified our MDR reporting criteria and have determined this should have been reported.